Manufacturer narrative:
Information contained in this report was previously submitted through (B)(4) on (B)(6)2012. And (B)(6) 2013. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and nipple discharge.

Event description:
Patient reported having left side "nipple discharge." Patient additionally reported a left side rupture and "lung cancer;" these events are not related to the device. Healthcare professional additionally reported left side capsular contracture, baker grade unknown. Device has been explanted.